Manufacturer narrative:
H.6. Investigation: the customer provided pictures and the affected sample tubing. Analysis was done on the sample using the microscope, and the root cause of the separation is insufficient solvent on the tubing. This is a manufacturing issue. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing fell apart. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. It was reported that nurse was priming IV tubing for fluid bolus, and tubing fell apart at the pump segment. Event description per email states: nurse was priming IV tubing for fluid bolus. Tubing fell apart at the point that the tubing comes out of the pump. Tubing saved.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing fell apart. The following information was provided by the initial reporter: material no: 2432-0007; batch no: unknown. It was reported that nurse was priming IV tubing for fluid bolus, and tubing fell apart at the pump segment. Event description per email states: nurse was priming IV tubing for fluid bolus. Tubing fell apart at the point that the tubing comes out of the pump. Tubing saved.